Event description:
Clinician shelley bose contacted technical services to report that the longevity estimate was displaying as inaccurate. The clinician will clear diagnostics and check the patient next week. No patient symptoms were reported.